Manufacturer narrative:
(B)(4). Batch #:t92669. Investigation summary: the analysis results found that the er320 device was received with the top shroud broken and a clip jammed on the top the jaws. No functional test was performed due the condition of the device. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent. In addition, 18 clips were found remaining inside the clip track. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The damage on the device could be due to the internal ribs of the device being gauged by the feeder link, causing the trigger to experience additional force that could interfere with the firing of the device.

Event description:
It was reported that during a laparoscopic resection of rectal cancer surgery, the device would not fire (could not deploy the clip). Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.